Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the deployment needle is jammed at the distal tip of the device with the actuator at the most proximal position. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during suture of the meniscus, when the trigger on the fastfix was pushed to make the second stitch, the stitch did not come out and the needle did not return. There was an internal locking which did not allow the suturing to be completed. Since the second stitch was lost an extra opening was created in the patients meniscus and the injured part was resected which it was removed. No delay nor patient injury was reported. It is unknown if a backup device was available. No other complication were reported.